Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The mother stated that the customer may not have done a proper infusion set change and went to school without making sure the setup was complete. The mother requested assistance to turn off the insulin pump. Advised the mother to leave the device in suspend to avoid loosing the settings and info. Troubleshooting was declined. No further info was provided.